Event description:
Implant extraction due to broken healing abutment (not included), implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used.